Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: according to the feedback of the sales representative, all the below answers are unknown. What was the date of the initial procedure? What are the patient age, weight, bmi, past medical and surgical history? What tissue layer was the silk suture used on? Can you identify the product code/ lot number of silk suture used? What post op date did the patient experience symptoms? What is the surgeon opinion as to contributing factors to the symptoms? Do you have any samples for evaluation? What are the patients age, weight, bmi, other medical conditions? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a procedure for a laceration of the lower leg on an unknown date and suture was used. The patient experienced post-op inflammation and erythema on the skin. The wound was cleaned and cefuroxime axetil tablets were taken orally. Then the patient's condition changed better. No additional information was provided.